Manufacturer narrative:
The available information suggests that the transvenous system remains in-service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory on (B)(6) 2016. The patient medical history was significant for normal ejection fraction (ef), long qt syndrome, status post cardiac arrest (torsade de pointes). Before the implant procedure, the electrode and device position were verified by using fluoroscopy with appropriate anatomical markings. The patient was prepped and draped in the normal manner. The physician elected to use the traditional two incision technique. When making the axillary and xiphoid pocket, the physician noted some concern on lead length. Tunneling from the xiphoid to axillary pocket was uneventful except for the lack of lead length. The model#3401 lead was tunneled and placed mid-sternum. Fluoroscopic imaging verified appropriate lead placement. The generator placement was problematic due to lack of length and can orientation. It took both the physician and the scrub tech to connect the terminal pin through the bore of the header. Orientation of model#a219 was difficult to physically place into a mid-position. The physician had to settle for the generator positioned perpendicular to the chest wall (possibly mid position at best). Initial induction at 65 joules failed with attempted 80 joules failed (shock impedance 128 ohms). The 3401 lead was repositioned (mid-sternum) with the thought of deeper placement of the lead. The second induction was initiated and 80 joules failed reverse polarity (117 ohms). The patient was rescued with external defibrillation at 360 joules. The patient was presented back to the ep laboratory on (B)(6) 2016. The physician elected to perform dft testing at 80 joules. Unfortunately 80 joules failed with shock impedance of 96 ohms. The patient was prepped and draped for implant of a transvenous system. Induction testing was successfully performed at 31 joules. The s-ICD system was surgically abandoned.